Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a high blood glucose of 205 mg/dl. The customer stated that was not feeling well, and was experiencing nausea also. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump passed the prime and high pressure tests. The insulin pump was programmed, but the customer didn't know if the basal rates were correct. Advised the customer to speak with her hcp for the correct basal rates. The customer also stated that she sometimes uses the infusion sets for up to five days. Advised the customer to change the entire infusion set every two to three days. Nothing further was reported.